Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp broken on the posterior due to an unidentified (tear) opening and missing shell due to inconclusive. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left-side rupture and capsular contracture, baker grade IV. Devices have been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left-side rupture and capsular contracture, baker grade IV. Devices have been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left-side rupture and capsular contracture, baker grade IV. Devices have been explanted.